Manufacturer narrative:
(B)(4). Concomitant products: 157958 ha m2a-magnum pf cup 58odx52id lot# 1696121. 139272 m2a-magnum 52-60mm tpr insr +6 lot# 1425611. 157452 m2a-magnum mod hd sz 52mm lot# 1509954. 13-103209 taperloc por red/lat 17.5x155 lot# 758640. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient was revised to address implant fracture. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.